Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It as reported that during therapy using a renasys f device patient stated that odor was coming from his wound, the nurse came out three time a week but the smell is repulsive even thought she changed the dressing. Wound is to the chest and from a biopsy that became infected. It is uncertain if this odor was caused by the renasys, the dressing or the size. Patient's status is unknown and no further information is available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. An odor in the device would not be likely to cause or contribute to a death or serious injury. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. Probable root cause of the reported odour may be odour-causing bacteria present in the patient's infected wound. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. A complaint history review found further instances of the reported events. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device the associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.